Event description:
The customer indicated that they had observed a leak on a lh slide stainer on two different days. This is report one of two and represents the lh slide stainer leak observed on (B)(6) 2011 initially, the customer had indicated that the leak had not caused an overflow of the lh slide stainer overflow trays. However, a beckman coulter inc. Field service engineer while on site to address the lh slide stainer leak, indicated that the customer had reported that the lh slide stainer bath number two had leaked and had overflowed the instrument trays. The healthcare workers interfacing with the machine were wearing personal protective equipment, which included laboratory coats and gloves, at the time of occurrence there was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and a material safety data sheet was available.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) replaced the fill and drain tubing to bath two and replaced the waste filter. The instrument was returned into service after completion of verified repairs. The root cause of the leaks were ultimately attributed to a damaged sensor mechanism and a plug in the stain fill tube. Mdrs associated with this event: 1061932-2011-01445, 1061932-2011-01444.